Manufacturer narrative:
The probable root cause is attributed to an electrical issue with the motor module, axes controller tornado (act) board, and low voltage differential signaling (lvds) harness of the outer distal set-up joint (suj).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) and distal set-up joint (suj) to solve the reported issue. The system was tested and verified as ready for use. Isi did receive the usm and distal suj involved with this complaint to perform failure analysis. The usm was analyzed and performed a number of soft power cycled system but the issue remained. Fse replaced usm1 but the problem still persisted. Swapping usm's 1 and 2 did not resolve the issue. Replacement of outer proximal, system worked as expected. The distal suj was analyzed and tested with an in-house system where error 32101 was triggered, replicating the reported event. The unit also failed to unlock all of the brakes. During troubleshooting showed the brake continued to fail. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis. The probable root cause is attributed to a high side switch/power issue component failure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a training/demo of the da vinci system, a recoverable fault 32145 was observed on universal surgical manipulator (usm) 1. Technical support engineer (tse) attempted to review the logs but onsite was not active on the system. The customer performed a number of soft power cycles but the issue remained. There was no report of patient involvement or reported injury.